Event description:
A malfunction alarm was reported by the customer, identified as malfunction code malf 0. The customer¿s blood glucose level was not confirmed to exceed any thresholds during the initial report. Cts provided instructions for resetting the pump, but the customer was not able to perform the reset immediately as the necessary supplies were not available at that time. The customer planned to retrieve the supplies and call back after approximately 15 minutes, indicating no backup insulin therapy was on hand during the initial call. No additional information was received regarding the outcome of the event.